Manufacturer narrative:
The device was not yet received by the manufacturer for evaluation. The plant investigation is in progress and a supplemental medwatch report will be submitted upon completion of the investigation.

Event description:
A customer reported that when pressure was put on the rocker arm of the a3059 mayfield composite series skull clamp in the unlocked position, it would not rotate freely and clicked as it rotated. There was no known patient injury or surgery delay.

Manufacturer narrative:
Unique device identifier (UDI): (B)(4). The mayfield skull clamp was not returned for evaluation; therefore, an evaluation of the device could not be performed. Serial number information has been provided; therefore, manufacturing records were reviewed and found no anomalies. The cause(s) of the difficulty reported by the customer could not be determined. If additional relevant information becomes available in the future, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed.

Event description:
N/a